Event description:
It was reported that the procedure of tracheal vascular sleeve resection for lung cancer was completed without any abnormality. About 2 hours after the surgery, the patient experienced mass bleeding (more than 1000ml). 3 reloads was used in the surgery but it could not be confirmed which reload was related to bleeding. A second open operation was taken and suture was used to suture the pulmonary vein.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2025. Corrected data: b5.

Manufacturer narrative:
(B)(4). Date sent 1/30/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the post-op bleeding identified? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the procedure of tracheal vascular sleeve resection for lung cancer was completed without any abnormality. About 2 hours after the surgery, the patient experienced mass bleeding (about 500ml). A second open operation was taken and suture was used to suture the pulmonary vein.

Manufacturer narrative:
(B)(4). Date sent: 2/11/2025. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? Post-op drainage was noted getting red. Was a transfusion required? Yes. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Intraluminal.